Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blackout image while bending the connecting tube was that while the user was handling the device, physical stress was applied to insertion section which led to damage of charge-coupled device -unit. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that there was damage to the connecting tube causing the charge-coupled device (ccd) unit to be stretched and damaged. Additionally, the evaluation revealed the following finding: the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for a diagnostic bronchoscopy, the bronchovideoscope displayed a blackout image while bending the connecting tube. The device was swapped out and completed with no delay reported. There were no reports of patient harm or impact associated with this event.